Manufacturer narrative:
(B)(4). The reported condition of battery depleted set alarm was confirmed during product evaluation. The root cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. Upon review of the event history log, a battery depleted set alarm was found to have interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. This device is a colleague infusion pump with user interface module version 6.63.92. No additional information is available.